Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: aerosol compressors. Compressor, no air pressure. No pressure/compressor not functioning at all. Complaint of "motor runs but won't push out any air" was confirmed. The underlying cause is compressor not functioning. Root cause could not be determined after reviewing the documentation in this investigation.

Event description:
Dealer states the motor runs but won't push out any air.